Event description:
Complainant alleged that the medics were preparing to monitor a pt (age and gender unknown), but the device powered up to no display. The medics then obtained another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.